Event description:
The user was switching from reagent lot number 153686 to reagent lot number 155150 and reported out results from the new reagent lot for 20 pt serum samples. The user then repeated the samples on (B) (6) 2009 with the old reagent lot with differing results. The user provided results for six samples. All results are in ng per ml. Sample 1 result with lot 155150 was 1.5, result with lot 153686 was 3.7. Sample 2 result with lot 155150 was 1.5, result with lot 153686 was 3.4. Sample 3 result with lot 155150 was 1.8, result with lot 153686 was 3.6. Sample 4 result with lot 155150 was 1.8, result with lot 153686 was 3.7. Sample 5 result with lot 155150 was 2.4, result with lot 153686 was 3.7. Sample 6 result with lot 155150 was 2.6, result with lot 153686 was 3.7. The user did not correct the results. The user stated the pts were not adversely affected and said he had not received any calls from physicians. The user refused a service visit and stated the instrument was fine. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized.